Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient lost 50 lbs and due to that, the ins has moved considerably and is not flat in the pocket; it's at an angle. This has made recharging and communicating difficult. Impedances on lead are all normal. The lead is still perfectly in position. The battery pocket will be revised. Surgical interventions was planned for (B)(6) 2020.